Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: information provided by hospital via email (B)(6) 2021: I am getting some adverse feedback from colleagues on this device recently, it appears that the closure is not always secure. Is this a common report that you have? Additional information from cer form provided by applied medical representative via email 25oct21: I met [name] consultant general surgeon, who have experienced the clips scissoring twice. [Separate event] second patient, the clip scissored and cut the artery. To treat that she used coagulation and a clip applier from different supplier. Patient is fine and no issues have been identified. Intervention: surgeon used coagulation and a clip applier from different supplier patient status: patient is fine and no issues have been identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: information provided by hospital via email 12oct21: I am getting some adverse feedback from colleagues on this device recently, it appears that the closure is not always secure. Is this a common report that you have? Additional information from cer form provided by applied medical representative via email 25oct21: I met [name] consultant general surgeon, who have experienced the clips scissoring twice. [Separate event] second patient, the clip scissored and cut the artery. To treat that she used coagulation and a clip applier from different supplier. Patient is fine and no issues have been identified. Intervention: surgeon used coagulation and a clip applier from different supplier patient status: patient is fine and no issues have been identified.